Event description:
It was reported during the implant procedure the impedances were measured, but readings could only be obtained on some of the electrode combinations (case-1, case-3, and 1-3). The readings on the rest of the electrode combinations were "contrary" to the expected readings normally achieved. Per the reporter, because of the impedance issues the device could not be "programmed," so it was replaced with a new device. The new device had correct impedance readings, and there was no patient injury.

Manufacturer narrative:
Analysis of the device, model 3116, serial no. (B)(4), found no anomaly. The ins is functionally okay. When received for analysis it was observed that the #2 setscrew was turned into the bore so the lead could not or was not completely inserted. This would have allowed the #1 setscrew to tighten to the connector of the lead and thus cause impedance readings to be observed on the #1 circuit instead of the #2 circuit.